Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapies. Upon interrogation the device was observed to be in back-up vvi. The device code was successfully downloaded to restore the device. The patient would be admitted to the hospital for further observation.